Event description:
It was reported that shaft break occured. After a non bsc guide catheter was introduced to an unspecified vessel, a 2.00mm x 20mm emerge¿ balloon catheter was advanced for dilatation. However, break was noted at the mid shaft and it was more than 15 cm break from the hub. The device was then completely removed from the patient and the procedure was completed with non-bsc balloon catheter. No patient complications were reported. Patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter. Tactile inspection and visual inspection was performed. There was blood in the wire lumen. The hypotube shaft was broken 91cm from the hub. There were multiple hypotube kinks. The fracture faces were oval as if kinked prior to separation. The balloon and shaft were examined under magnification. The distal tip was damaged. There was no evidence of any material or manufacturing deficiencies contributing to the damage in the hypotube, inner or outer shaft and corewire profile. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).